Manufacturer narrative:
Weight, ethnicity, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, diopter -5.0 into the patient's left eye (os) on (B)(6) 2019. The surgeon reports that two months after surgery inflammation developed. Steroids were administered and currently the inflammation has subsided. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.